Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: 5076-52, lead; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was suspected of inappropriately withholding ventricular therapy during a dual tachycardia event due to the devices pr logic algorithm. Follow-up with the clinic revealed that device reprogramming was completed and the device remains in use. No patient complications have been reported as a result of this event.